Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that multiple intermittent malfunction alarms occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was able to clear the alarms and resume insulin delivery. Reportedly, the customer has manual injections available as alternate insulin therapy.